Event description:
The pt reported to the manufacturer in november 2006 that they experienced a burning sensation in the ins pocket subsequent to device re-charging sessions. The pt also indicated the lead incision site felt like "it is coming out." Add'l info was requested from the physician. The hcp reported that the pt presented for follow-up on 11/09/2006 and no burns or skin disruptions were seen. The reported date of onset was 11/15/2006. The hcp provided on 02/05/2007 that the pt complained of a burning sensation at the ipg pocket site and further stated they experienced a "something sticking-like feeling" at follow-up on 11/16/2006. The pt was using a spacer to charge and was also taking less time to charge. Pt symptoms reported by the hcp show that some redness was noted at the incision site that was associated with hardware felt under the skin. Fluid (assume edema) was positive, but without indentation and the skin was found intact upon exam. Approx 2-3 weeks post implant, urosepsis was detected and antibiotic treatment with cipro was administered. The hcp stated that the pt reported skin breakdown and the pt was immediately admitted to the hospital for treatment and to retrieve the unit. Inspection during ipg explant found no frank pus in the wound and no evidence was seen of inflammatory streaking along the tunneled tracks. The lumbar wound where the leads were anchored was also asymptomatic. No evidence of infection was reported. The physician also reported that although there was no evidence of infection; a course of IV antibiotics (vancomycin) was administered during the pt's hospital stay. The pt was discharged the day after antibiotics were instituted; the wound was packed. Thereafter the hcp reports the pt was seen every 2-3 days for continued wound care (e.g., packing), granulation was noted with good wound healing. The pt presented for follow-up, during that timeframe the wounds reportedly healed completely. The pt reported no significant pain in their lower extremities after discontinuation of the implanted system. The physician also stated that the pt had complained of manageable pain, at the time of the report. The device was explanted but has not been returned to the manufacturer for analysis. The exact date of product retrieval was not reported by the hcp; assume it was within 1-2 days after the pt was admitted to the hospital.